Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was still showing despite being discharged. A technical support specialist (tss) dialed into the application server and reviewed the patient records. The tss identified multiple temporary records created for the same patient and advised coordination with the hospital information technology and admission, discharge, and transfer teams to remove inactive or unused temporary records. The tss also reviewed another patient's details where medication information was not displaying and requested additional information along with confirmation of the affected station. The tss explained the patient visit reconciliation process, including required permissions, and provided guidance to merge temporary and primary visits. Follow-up communication with the customer confirmed that the discharged patient issue was resolved, while multiple temporary visits remained. The tss shared detailed steps and permissions for reconciliation via email and proceeded accordingly. The customer confirmed that the case could be closed after the user guide for patient reconciliation was provided and the required permissions were discussed. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients continued to appear despite being discharged, with incorrect patient names in the system; two discharged patients were still visible, appearing on fair2a but not on station fair2b. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.